Event description:
It was reported that the customer passed away on (B)(6) 2025 due to a heart attack and diabetic ketoacidosis. The customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.